Event description:
It was reported that the head nurse of the tumor department found that the package of the infusion set leaked air prior to insertion of the device. Patient's treatment was altered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an open seal on the package was confirmed but the cause is unknown. A series of three photographs of a powerloc infusion set in its packaging were returned for evaluation. One of the photographs was of the tyvek side of the packaging with the label. The label was printed with the product number 8652034 and the lot number asfyf90. The other two photographs showed an open packaging seal. The opened section of the seal was located on the bottom of the pouch. The impression from the heat seal was visible in the film which indicates that the heat seal had been applied during manufacturing. The submitted photographs did not contain enough information to identify a specific root cause for the open seal. Possible contributing factors could include seal damage during shipping/storage or inadvertent damage to the seal by the user prior to use. The report of an open packaging seal has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the head nurse of the tumor department found that the package of the infusion set leaked air prior to insertion of the device. Patient's treatment was altered. No other information was provided.